Event description:
It was reported that the patient underwent a breast MRI without disabling the generator and has been unable to feel stimulation since then. The generator was later interrogated where it showed error code 254 with the message that the output current was unable to be delivered. The generator was disabled and x-rays were taken with no anomalies seen. The patient later returned to clinic where the device was turned back on and no error message was seen. Error code 254 with the message of current not delivered were seen again at a later date. An ap chest x-ray was received on and reviewed. Generator placement was observed to be normal in patient¿s left chest. Based on the images provided, only one feed thru wire was visualized due to the software cursor over the image as well as the angle. Lead pin insertion is unable to be assessed as the end of the pin cannot be seen past the second connector block; however, this could be due to the angle of the image. Additionally, the notches on the pin are directly between the two connector blocks and there is not excess pin seen prior to the first connector block. The entire portion of the lead was visualized, and a strain relief bend is present and placed per labeling. Both tie-downs are present; however, the first tie-down is not placed laterally to the anchor tether and is placed adjacent to the first electrode after the strain relief bend. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of low output current could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.